Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the battery compartment was cracked above the grip pad to the threads. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2017.